Event description:
The facility alleges the stapler jammed. This event was reported to have occurred during veterinary pt use. According to the facility rep, no pt injury or medical intervention was necessary. No add'l info was available.

Manufacturer narrative:
The device has been requested for eval but has not been received. Should the device be received for eval, a follow up report will be filed upon completion of the eval or if add'l info becomes available.